Event description:
It was reported that the patient developed a system infection. The ICD system including two endocardial leads was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5170542.